Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 31may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a the customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. There was no patient involvement. Sf08 - software failure- 800 8000 os failure. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: rich fogarty / biomed need assistance on how to resolved the 8100 sn (B)(4) having an error 200.5040 , this was showing after replacing the logic board. Case resolution: my recommendation is to re-flashed the 8100 module to v9.33, unable to flashed the module due to flash package is not configure from the asm (B)(4) , biomed will look for the copy of the cd poc v9.33 and will call back. I received an email that he able to flashed the 8100 module. Issue was resolved. Ref: (B)(4).